Manufacturer narrative:
Investigation is ongoing. Device not returned.

Event description:
As reported through alterra clinical trial study, two type I fractures were found on the alterra prestent: one at the inflow and one at the outflow. No patient injury was mentioned.

Manufacturer narrative:
The valve was not returned; therefore, a visual inspection, functional testing, or dimensional testing was not performed. Imagery was provided by the site and revealed the following: the three year chest xray showed two fractures on the alterra prestent. One fracture was at the inflow (proximal) and the other at the outflow (distal). A device history record review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A review of the lot history for complaint frame strut fracture was performed. The information available information suggests that patient factors may have contributed to the reported event. The complaint for frame strut fracture was confirmed, however a complaint history review is not required as root cause analysis has been previously identified in an existing technical summary and product risk assessment. Per product risk assessment there are no design or manufacturing nonconformances, and interaction between the alterra prestent and patient anatomy likely contributed to the frame strut fracture. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The following instructions for use (IFU) and manual were reviewed; IFU for alterra adaptive prestent system and procedural training manual. No IFU/training deficiencies were identified. A risk assessment was performed on the reported event and revealed no evidence of product non conformances or labeling/IFU inadequacies. The complaint for frame strut fracture was confirmed through the provided imagery. A review of the DHR, lot history, and manufacturing mitigations revealed no indication that a manufacturing nonconformance contributed to the complaint. Additionally, a review of IFU materials revealed no deficiencies. An in depth evaluation related to alterra prestent fracture has been documented in an existing technical summary; the prestent in straight configurations is safe under pulsatile loads based on the finite element analysis (fea) models, accelerated wear and tear (awt) and fatigue testing. As such, the potential fracture on the proximal end of the frame could be attributed to the conditions of the patients anatomy. The technical summary also documented a review of available CT scans / imagery for patients with a fractured stent. Additionally, as seen in the provided imagery, the 3year chest xray image indicated two fractures one at inflow and the other at outflow. Per the technical summary, patients who had a fracture exhibited rvot length on the shorter side compared to the population. The technical summarys imagery reviews also suggested that the fractures were likely to occur where the stent apices were engaged with the bend of the patients anatomy. It is possible that this positioning resulted in some apices of the inflow side of the stent engaging with anatomy, putting strain on the stent. However, as there existed patients with similar anatomical conditions that did not have fractures, the technical summary concluded that shorter rvot length, increased curvature, and increased level of engagement do not dictate a fracture but may increase the risk of one. The technical summary reviewed the manufacturing documentation and conducted a sem (scanning electron microscope) micro crack study to determine if microcracks could be present on the frame prior to implantation of the prestent. No microcracks were observed on the frames at any phase of the investigation and no evidence of a manufacturing nonconformance that could have contributed to the complaint event was found. While a definitive root cause is unable to be determined, available information suggests that patient factors (rvot characteristics) may have contributed to the reported event. Since no manufacturing nonconformances or labeling and IFU and training deficiencies were identified, no product nonconformance was confirmed, and the complaint occurrence rate did not exceed the applicable trending control limit, no corrective and preventative actions (CAPA) is required. A product risk assessment was previously initiated to investigate and assess the risks associated with frame fractures and documents the frame fractures, resulting in ongoing patient monitoring, which did occur during this event. No further escalation is required.